Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is a long crack in the insulin pump and the insulin pump is alarming with a pump error several times. The insulin pump is returning. Nothing further reported.

Manufacturer narrative:
Findings: insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis confirmed the pump alarmed low battery and then power error alarm was triggered when backup battery unloaded voltage (unloaded vlith) was less than 3.7volts for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.